Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Fluid path testing found fluid to be leaking from a tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 1 and 4 hours when insulin began leaking. As treatment, a new pod was placed.